Event description:
Pt reported a defective device. Pt reports when they went to administer their infection on (B)(6) 2024. Pt reports that the button is jammed on her whisperject device. Because of the defect she had to give herself the medication manually. Patient did not miss a dose. Unknown date of malfunction. Unknown if device is on hand for return. No further information provided. Reported to (B)(6) by pt/caregiver.